Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection of child surgery, they used powered stapling device. They inserted the handle to the shell and connected the adapter to the handle with no problem. They connected the reload to the adapter and the surgeon fully fired the device; however, they could not open the jaws and could not release the tissue from the cartridge. Then they removed the adapter from the handle once, then re-connected the adapter to the handle, then could open the jaws and could release the tissue from the cartridge. Replaced by a different handle for the second firing. The sales rep checked the device in question. It was noted that the cartridge reacted with no problem and the adapter was returned to the customer. The handle was also checked and was inserted to the shell completely; however, the display screen showed 2 indicators alternately and at random time, the indicator of adapter loading and the indicator of insertion handle to shell.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.